Manufacturer narrative:
Date of event is estimated. The UDI is unknown because the part/lot number were not provided. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. It is possible that the cap seal was not entirely closed/fully tightened; thus resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional copilot device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that during the procedure, two copilot devices had air become trapped inside. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
B3, b6 - date of event updated from (B)(6) 2022.

Event description:
N/a